Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via social media, she was having site issues and she had experienced several diabetic ketoacidosis event. She had tried different infusion set and two types of insulin and issues kept reoccurring. During the time of the post customer mentioned she was experiencing high ketones and had to revert to manual injections. Customer was reached through via social media to gather her contact information. A follow up phone call was performed and she reported she felt only partial of the insulin was being delivered. She had a severe diabetic ketoacidosis about two weeks ago. However she decided against going to the hospital even though she was experiencing pains. When she removes the infusion set the cannulas aren't bent and the device doesn't alarm no delivery. She declined troubleshooting. Current blood glucose was 60 mg/dl, treated with food. A second attempt has been made to get further information. The device is not returning for analysis.